Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.8; lab: 2.5. Therapeutic range is 2.7-3.7, but due to a healing wound, the physician is keeping the lower end of the range at about 2.3. Anemic - on b9 and iron tablets - customer says mainly to aid in healing a wound she has.

Manufacturer narrative:
Investigation pending.